Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis final analysis found an internal insulation abrasion which breached the re cable lumen at 81.7 cm to 82.1 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.